Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient who used an implantable infusion pump. It was reported on 2016-10-03 that an unknown patient had perforations. The patient's status was unknown. The patient's medications were unknown. The patient's medical history was unknown.